Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer's family member reported the patient had a revision surgery to move the device to a new position and the settings on it were all placed to zero. He inquired how to put back the settings of the device. Additional information from the consumer's family member noted the implantable neurostimulator was placed very low in the buttock and every time the patient sat down, she sat on the device. It was moved to the upper portion of the buttock on the same side (left). There was no fall or trauma related and no unrelated medical procedures noted. The patient recovered completely. There was no allegation of system use issue during the revision. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.